Event description:
Caller reports that during a correlation study, the following coaguchek xs/laboratory results were obtained: 2.0 inr/1.5 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.